Event description:
Reporter indicated a vns patient had developed a cellulitis infection at the vns generator incision site, and a suture was felt through the skin per the patient's report. The patient was prescribed an oral antibiotic and referred to a surgeon for evaluation. Attempts for further information are in progress.

Manufacturer narrative:
Method: device manufacturing records were reviewed. Results: review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.